Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the left ventricular (lv) lead had high threshold measurements. The physician decided to bring patient back to the lab to reposition the lead. During the procedure, the lead was tested through the analyzer, which showed a drop-in threshold. The lead was ¿re-hooked¿ to the cardiac resynchronization therapy pacemaker (crt-p) and additional measurements showed an increase in thresholds in both bipolar and unipolar. The physician closed the pocket without revising the lead. Interrogation was done the following day and the lead thresholds were ¿pretty¿ unstable. The lead remains in use. No patient complications have been reported as a result of this event.